Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking and burning sensation following an event about a week ago where she twisted and felt a "tear". It was noted that she had also injured herself helping a friend move. Specifically, she "banged" her neurostimulator into something hard when "the truck went over a speed bump." She went to the emergency room on (B)(6) 2010 where her device was turned off and she was admitted to the hospital. With the device turned off, her nausea and vomiting symptoms were severe. The physician tested her system to determine that she felt the shocking sensations. X-rays were taken and the system looked intact. The doctor turned her device on and lowered the current from 7.5 to 4 ma with a corresponding voltage of 2.6 volts and an impedance of 653. The physician planned to replace the device system this thursday or friday. If additional information becomes available, a follow up report will be sent.